Manufacturer narrative:
(B)(4). It was reported that the peritonitis occured on an unreported date around (B)(6) 2015. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain. The patient was hospitalized and was discharged one week after hospitalization. On an unreported date after discharge, the patient was readmitted due to the patient not being recovered from the previous event. The patient was treated with unspecified antibiotics for the event. Hospitalization was ongoing and the patient was recovering. Pd therapy was ongoing. No additional information is available.